Manufacturer narrative:
(B)(4). Further information was requested but not available. (B)(4). According to the gore® dryseal sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2017, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2028j/15901895) to treat a thoraco-abdominal aortic aneurysm. During the procedure, the right external iliac artery (reia) was injured and a gore® excluder® aaa endoprosthesis (pxl161007j/15518357) was implanted to repair the injury. The patient tolerated the procedure. The root cause of injury might be due to the small diameter of reia for inserting the sheath. No further information is available.